Event description:
It was reported that an all msd groups disabled alarm occurred prior to 24 hours of use. An ekosonic catheter was selected for use during a bilateral pulmonary embolism procedure. At approximately, 16.5 hours into therapy, an all msd groups disabled alarm occurred. Troubleshooting was not able to resolve this alarm. At this time, the control unit was powered down and treatment was discontinued due to exceeding the prescribed treatment time by the physician of 12 hours. No patient complications were reported.